Event description:
The product was used successfully and deployment was via the jugular approach. It went well. The patient called the hospital the next day and complained of pain in the abdomen, left flank and also nausea. Patient advised to take anti-inflammatory medications and call back if pain persisted. The patient had increased pain the following day. Patient examined and two legs of the filter appeared to have perforated the ivc. The patient was referred to another hospital and a decision was made to remove the filter. This was done with no complication to the pt. The physicians thought the pt's ivc may have been too narrow for the filter.

Manufacturer narrative:
Evaluation: this event is still under investigation.